Manufacturer narrative:
UDI now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. On 12/22/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that medtronic (B)(4) staff held a navigation exhibition at minimally invasive spine stabilization in (B)(6). The positioning sensor unit (psu) sounded and could not communicate. This occurred 3 hours after the navigation system power was on. A few minutes later, a system re-start resolved the issue. A plug outlet was changed to an outlet on the wall from tap charger. Thirty (30) minutes later, the issue reoccurred, then it was confirmed it did not occur again afterward. There was no patient present when this issue was identified.